Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type iii endoleak, fabric. The physician elected to implant an aneurx graft iliac limb inside of the previously placed stent graft, and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results - aneurysm and vessel morphology are unk; unk cause of endoleak; endoleak. Conclusion - aneurysm and vessel morphology are unk; unk cause of endoleak.